Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors are engaged during the tigerpaw system ii device use. It's assumed that suture(s) was (were) used to complete the procedure which was a reason for a delay for a couple of minutes. There is no known patient effect. The tigerpaw system ii device was used during cardiopulmonary bypass procedure.